Event description:
It was reported that post implant, the right ventricular lead exhibited loss of capture. On (B)(6) 2014 surgery was performed and upon retracting the helix, normal measurements were observed. When the helix was extended, loss of capture and high impedance were noted. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Analysis found normal device characteristics.